Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the procedure was not significantly prolonged, as they had a second femoral head of the correct dimensions. This was recovered in less than 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral head with diameter 28 was labeled with diameter 32. A femoral head 28 has been opened when a device with diameter 32 was needed. The external labeling does not match with the implant inside. No patient consequence. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. After visual examination, allegation was confirmed. Incorrect label was stuck to not corresponding product box. Label which was adhered to product box could not be attached by manufacturer when released. The incorrect label denoted to had been attached after manufacturing process, label was mistreated and not uniformly stuck. The device inside the box was in accordance to product specifications label. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 136532320, work order 9846119 was manufactured on 07-aug-2021. 20 parts were manufactured per specification and all raw materials met specification. Non-conformance: there were no non-conformances associated with this lot. Device history review: a manufacturing record evaluation was performed for the finished device (136532320/9846119) product and lot numbers, and no non-conformances were identified.